Manufacturer narrative:
Concomitant: product ID 4351-35, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 3116, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that the caller reported no telemetry. The caller was the patient's managing physician assistant and was trying to interrogate the implant with 8840 and not able to get communication with implant. She had attempted multiple times with patient sitting or lying back. The caller didn't have another clinician programmer. It was confirmed the correct application card was being used. It was confirmed implant <(> <<)>4cm deep. The clinician programmer just says to reposition head. The head only reads/flashes orange. They had the patient change rooms to try communication and rule out emi (electromagnetic interference) with no luck. The issue with clinician programmer just started to today. The patient was implanted (B)(6), 2015. The patient had had a significant improvement in symptoms so they suspect it was not the implant. At time of the call, the patient reported feeling nauseous . The patient reported 3 days ago or maybe it was last night that the implant felt like maybe it flipped. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider noted that a device flip was not confirmed. No flip. The patient had a postop seroma, which resolved. Device components involved in the event were noted as ins and other (not further noted). Troubleshooting included reprogramming after waiting for resolution of seroma. Regarding actions taken, it was noted: none needed (other than time). The event cause was determined; it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).